Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider via manufacturing representative regarding a device used for spinal therapy. It was reported that the surgeon appropriately placed implant into disc space using freehand inserter. Unfortunately he decided to remove the inserter after placement, and proceeded to drill through cage holes, without any guide holding implant in place. He suggested the cage was shifting and decided to place one screw through the cage to stabilize and he proceeded to drill the second hole, again with no guide holding implant stable. Cage sunk down into the spinal canal. He was able to retrieve it and remove screw. He decided to use the divergence cage as only a spacer, and decided to plate the space with screws. Surgeon chose to use a stand alone device (divergence) due to the fact that the patient had adjacent level disease, and did not want to remove old hardware. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review comments updated. 1.lateral x ray c4-5 acdf, c5 - level unknown acdf below that. 2.intra op lateral view, an interbody graft and inserter is seen along with a kesper pin in one of the vertebral level. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.